Event description:
Healthcare professional reported implant rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Cont. E1 phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.